Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting an intraocular lens (iol) into the patient¿s operative eye, the surgeon noticed that lens was torn. The lens was removed and replaced with another lens of the same model and same diopter. An incision enlargement was required, however there was no injury. The patient was reported to be in good condition when leaving the operating room. No further information provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 6/18/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed with viscoelastic resides on it. At the haptic junction the lens was observed damaged, appeared to be torn. The complaint reported was confirmed but a product deficiency cannot be identified due to the handling process. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.